Event description:
It was reported that prior to an implant case the programmer was having difficulty interrogating an implantable device still in its box. A new programmer head was tried, but the issue was determined to be with the connection between the head and the programmer, if wiggled, the device was able to be fully interrogated. The programmer was returned for service. There was no patient involvement associated with this event, a replacement programmer was used for the case.

Event description:
It was reported that prior to an implant case the programmer was having difficulty interrogating an implantable device still in its box. A new programmer head was tried, but the issue was determined to be with the connection between the head and the programmer, if wiggled, the device was able to be fully interrogated. The programmer was returned for service. There was no patient involvement associated with this event, a replacement programmer was used for the case.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent interrogation; works intermittently when moving rf (radio frequency) connector. Rf connector on a printed circuit board assembly is loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.